Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that 50ml of potassium chloride was programmed to infuse at 25ml/h for 2 hours as a secondary infusion to a 500ml unspecified primary infusion, connected at the y-site above the pump. A few minutes after the infusion started the nurse noticed that the secondary infusion bag was empty; pump and tubing were disconnected from the patient and a potassium level was drawn. The nurse also noticed that the primary bag was larger than expected and concluded that the secondary infusion had backed up into the primary. The customer stated the patient did not suffer any adverse effects from this event, she had no signs of cardiac abnormality and her potassium levels were normal.